Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump intermittently lost power. It was also alleged that the battery compartment threads were damaged, and the yellow o-ring of the battery cap was visible while it was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/22/2014 with the following findings:a review of the pump black box data revealed pump reboots to support power loss. During a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. The battery cap threads were also found to be stripped. The battery cap did not secure properly to the pump, and a power loss was duplicated. A test cap was used to exercise the pump for 24 hours with no power interruptions observed. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.